Event description:
It was reported the item was sent in for yearly maintenance for calibration issue; control bar issue; motor issue, worn screws need to be replaced. No harm or delay were reported along with this event. No other adverse events were reported.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the motor was malfunctioning, the width plate screws were worn, the unit was out of calibration, and the ends of the control bar were thin. The motor, thickness control shaft, bearings, control bar, and width plate screws were replaced and the unit was out of calibration and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.